Event description:
It was reported that during a total knee surgical procedure, it was observed that battery reciprocator device was not reciprocating fast enough. According to the report, the device was running slow. The reporter stated that the device was tested with other battery devices. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the rotations per minute specifications and was shutting off during testing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to internal mechanical component wear and electric motor or control module failure due to immersion during cleaning, which is a failure to follow directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.